Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload is present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, despite the misload, the valve was attempted to be implanted resulting in an infol. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was not released at this time, and a balloon aortic valvuloplasty was performed. There is no documentation that a new valve was loaded thus it appears that the same valve and delivery catheter system might have been reinserted which resulted in another infold. As stated in the IFU, if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. Despite the infold, the valve was released which appeared to have immediately resolved as soon as the valve was completely released. Sometime during removal of the delivery catheter system, the valve dislodged . However, the dislodgement event was not captured thus it is not possible to validate cause of dislodgement. The dislodged valve was snared, and a second valve was implanted, and aortic regurgitation was noted. Subsequently, a post implant dilatation was performed that seemed to have improved the aortic regurgitation. Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was loaded and an infold was observed that did not pass the fourth node. The valve was proceeded to be implanted. Upon the first deployment, an infold was noted. The valve was recaptured and a pre-dilation was performed with a non-medtronic 25 x 40 balloon. A procedure delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an infold was observed to the fourth node. The valve was proceeded to be implanted. An infold was noted at the beginning of the valve deployment. The valve was released and the infold resolved. Upon removal of the delivery catheter system (dcs), the valve dislodged. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported. Additional information was received that the valve was loaded and an infold was observed that did not pass the fourth node. The valve was proceeded to be implanted. Upon the first deployment, an infold was noted. The valve was recaptured and a pre-dilation was performed with a non-medtronic 25 x 40 balloon. A procedure delay occurred as a result of the infold. Additional information was received that the initial valve was reinserted and deployed after the pre-dilation. Additionally, the dcs did not contributed to the valve dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an infold was observed to the fourth node. The valve was proceeded to be implanted. An infold was noted at the beginning of the valve deployment. The valve was released and the infold resolved. Upon removal of the delivery catheter system (dcs), the valve dislodged. Subsequently a second valve was implanted successfully. No additional adverse patient effects were reported.